Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states ae received for infection-deep. Event meets the definition of serious and is considered severe. Event is definitely related to device and possibly related to procedure. Treatment includes irrigation and debridement. Event is considered resolved as of (B)(6) 2017. Update aug 23, 2017 revision due to infection. Depuy insert was revised.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.